Event description:
It was reported the programmer does not turn on. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The programmer powered up, but the screen went blank when the display was moved. The intermittent black screen made it appear to not power up; a damaged flextape was found. An incorrect serial number was also observed on the power cord bay assembly. The correct power cord door was found on another programmer, which had also been returned. A noisy system fan and a broken lower case were also noted. (B)(4).